Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device revealed lifted hybrid bond wires.

Event description:
It was reported that noise occurred with the atrial lead. The device was replaced and there was no atrial lead noise. The physician questions the replaced device header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1688t, st. Jude lead, implanted: (B)(6) 2006. (B)(4).